Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, clip failed establish final arm angle (efaa). Clip was locked and tried to close, and clip would not close and jumped to the lesser angle. It was tried to resolve this by moving the lock position back and forth, but the issue did not resolve. Troubleshooting was performed but was unsuccessful. Device was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.